Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2012; the 694265 lead, implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported an infection occurred. It was further reported there was far field r-wave (ffrw) oversensing observed and occasional undersensing of atrial arrhythmia. The implantable cardioverter defibrillator (ICD) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.